Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that upon reviewing the patient's current electrograms (egm) data, there was indication episodes of ventricular tachycardia (vt)/ventricular fibrillation (vf) had occurred, however, there were no episodes listed in the arrhythmia episode data. The cardiac resynchronization therapy defibrillator (crt-d) remains in use. No patient complications have been reported as a result of this event.